Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the issue in the device's electronic data. Stryker replaced the device's user interface pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb and c181 being broken off the pcb was determined to be the cause of the reported issue.

Event description:
A customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.